Event description:
After the one-way valve was connected to the male luer fitting and the 60 cc. Syringe to the one way valve, air sucked into the syringe easily when aspirated. The one-way valve packaged with the intra aortic balloon may have been defective. (Event complications: none from he event-reported 6/11/98.) (Pt's current status:unk-reported 6/11/98.)

Manufacturer narrative:
Eval summary: eval: a clear one-way valve was returned for eval. The valve was returned with the iab & it was attached to the extracorporeal tubing. It was possible to draw & maintain a sufficient vacuum on the returned iab using the one-way valve & a lab 60 cc. Syringe. Probable cause of difficulty: no defect was found in the device. It was not possible to verify the reported difficulty. Having the opportunity to have examined the original syringe may have aided in the evaluation.